Event description:
Consumer removed the swab from their nose and saw some blood. Consumer asking if this blood would have an affect on the test. Consumer did not need any medical attention. Consumer states that they had a nose bleed yesterday and have very dry nasal cavities. Consumer is ok. Technical support assessment/troubleshooting by IFU tss informed consumer that blood may potentially interfere with the test; tss noted that the potential for interference would likely depend on the volume of blood present but as the blood on the swab was not measured it is not clear if this may have posed any interference. Tss advised consumer to try to avoid collection of bloody specimens. Tss advised consumer to consult with hcp.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: unable to determine source: contact by phone.